Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "nurse states that some time ago a patient had a 4f dl powerpicc placed using 3cg technology. During that insertion the tip of the guidewire broke off and lodged in the patient. The nurse wants to know if there is a magnet on the end of the guidewire and if so, can the patient have an MRI. No reference # or lot # available and nurse was not able to provide any other information." Ms&s responded, "informed that the 3cg guidewires have a magnet and therefore, the patient should not have an MRI."